Event description:
During an unknown procedure, the device would not cut and would not coagulate. After two hours, the device stopped working. Took another device to end the procedure. There was no reported patient consequence.